Manufacturer narrative:
Concomitant medical products: the therapy date for the following device is unknown: model: 3772; scs ipg. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (b)(64) the patient experienced ineffective stimulation. High impedances were observed during diagnostic system testing. Surgical intervention was undertaken on (B)(6) 2018 during which the issue was isolated to the extension. The physician explanted and replaced the extension. Stimulation was restored following the procedure.